Event description:
The distributor contact reports that a portion of the device tubing was discovered to have severed during removal of the device. The facility contact states that the tubing severed at approx the midpoint and that the severed portion was able to be removed from the site by using tweezers. Pressure was held at the site to allow for this type of remnant removal.